Manufacturer narrative:
Physio-control contacted the customer to request additional information regarding the event. No response has been received from the customer. Fields in which information was not provided were intentionally left blank. The device has not been returned for evaluation. The reported issue cannot be verified and cause cannot be determined. Device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their AED, "had a catastrophic failure while in use with a patient." The device may not be able to deliver defibrillation therapy if needed. The customer was not able to provide any further information. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Additional information was received. The customer reported to physio-control sales representative that the battery failed, and they believed there had not been sufficient low battery messaging. The physio sales representative evaluated the device and was not able to duplicate the reported issue. It was observed that the AED was over 11 years old. The device was removed from service. The device did not return for evaluation. The reported issue could not be confirmed, and root cause could not be determined.

Event description:
The customer contacted physio-control to report that their AED, "had a catastrophic failure while in use with a patient." The device may not be able to deliver defibrillation therapy if needed. The customer was not able to provide any further information. There was no report of any adverse effect to the patient as a result of the reported issue.